Event description:
(B)(4). The report stated, "retrieval basket broke while retrieving a biliary stone, broke again when trying to remove it, leaving retained metal behind the common bile duct. Stent placed in common bile duct with expectation that retained metal will pass with the stone. Resulted in increased procedure time and an additional ercp procedure in two to three months".

Manufacturer narrative:
Olympus investigated this matter and was informed that the users initially attempted to extract the stone from the common bile duct (cbd) with the use of a balloon but was unsuccessful due to the size of the stone. A flower basket was then used to capture the stone, but the stone and the basket became lodged in the distal cbd. A lithotripsy with an unk device was then attempted, but this procedure reportedly broke three to four basket wires, the physician then elected to use a soehendra dilator, and three different sizes of non-olympus balloons in an attempt to dislodge the stone but was unsuccessful. The users cut the insertion wire below the handle and used an emergency lithotripsy handle to crush the stone, but this attempt eventually fractured the remaining portion of the basket wires leaving the distal tip of the basket and with one basket wire to remain inside the pt's biliary tree. The users successfully placed a stent into the pt to reduce regional edema. The user facility reported the pt tolerated the procedure very well. A portion of the device referenced in this report was returned to olympus for eval; however, the basket was missing from the device. The eval noted that the internal wires that connect the proximal end of the device to the basket on the distal end were frayed and broken. Additionally, two minor kinks were noted on the tube sheath, which likely resulted from the user's attempts to remove the basket from the pt. The exact cause of the user's experience could not be conclusively determined; however, the size and the hardness of the stone could not be eliminated as a contributory factor to the reported event. This report is being submitted as an MDR in abundance of caution.